Manufacturer narrative:
The manufacturer previously reported a ventilator failed a test step during testing and the field service engineer replaced the device's 3-way solenoid valve and proportional valve to address the issue. The components were returned to the manufacturer's product investigation laboratory (pil) for investigation. The 3-way solenoid valve and proportional valve were found to perform as designed. No malfunction was noted. The components were scrapped.

Event description:
The manufacturer received information alleging a ventilator failed a test step during testing. There was no harm or injury reported. The device was evaluated by the field service engineer on site and the customer's complaint was confirmed. The device's 3-way solenoid valve and proportional valve were replaced to address the issue.